Event description:
A pt underwent endovascular repair on (B)(6) 2010. The physician performed the procedure as labeled, except deploying the top cap, prior to inserting the iliac leg. After deploying the main body, the physician tried to insert the ipsilateral leg. The physician attempted to exchange the device through the sheath and close the shutter valve, but blood dripped at the valve portion. Also, there was a type I endoleak, so the physician performed 3 times of ballooning and angiography. The endoleak was resolved.

Manufacturer narrative:
No information was provided regarding pt outcome/condition. (B)(4). Event is still under investigation.